Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The jet was encompassing the entire valve with the main part of the jet originating on the lateral side of a2/p2. An xtw clip delivery system (cds) was advanced to the mitral valve and grasping was performed per the instruction for use (IFU). It was noted that the jet was further lateral than originally thought. It was decided to remove the xtw cds and exchange it for an ntw cds to minimize interaction with the chords. An ntw cds was advanced and deployment sequence began and it was noted that the final arm angle failed three times. Therefore, the ntw cds was removed without issue. The ntw cds was tested in the left atrium and outside of the anatomy and worked as it should have, but it was still exchanged for a new ntw cds. Two clips were implanted, reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot specific product quality issue. Based on the available information the cause of the reported clip opening while establishing final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling.